Manufacturer narrative:
The pod arrived fully deployed. A tear in the exposed portion of the soft cannula was observed on the front side, where it was observed to leak. The observed cannula tear was confirmed to have contributed to the reported leaking during wear event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours on the leg. The pod was reported for insulin leaking during wear. Investigation of the returned pod found a tear in the pod cannula.